Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was transferred to another facility. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a malfunction of the fluorometer lamp. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the site and replaced and aligned the lamp. The instrument is performing within specifications. No further evaluation of the device is required.